Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Also, the lead exhibited undersensing, high threshold and loss of capture. This lead was surgically abandoned. No additional adverse patient effects were reported.